Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were not functional. Customer also reported receiving a message on the insulin pump that they could not clear. Customer's blood glucose was 13.6 mmol/l. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm noted during testing. All operating currents are within specification and the insulin pump passed the self-test. The device was received with intermittent button response due to corroded keypad traces. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.